Event description:
Reportedly during a laparoscopy, the blunt tip trocar was placed in the pt. The tip of the blunt trocar disengaged into the pt's cavity. The procedure was converted to an laparotomy to retrieve the tip. Pt status is fine.